Event description:
It was reported this right ventricular lead exhibited high out-of-range pacing impedance measurements. Subsequently, the lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).